Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device had broken door. The door was replaced. Additional comments: 44183 additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. Infusion products global customer support operations.

Event description:
(B)(4).